Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of clip difficult to release. According to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The nurse manipulated the handle in order to release the clip; however, the clip would still not release from the catheter and the whole device could not be removed from the scope. The physician tried to move the scope while the nurse kept reopening and closing the clip in an attempt to release the clip. After a few attempts of rigorous pulling, the clip was finally able to successfully release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.